Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was found to have a gore separation at the proximal end of the spring electrode and the proximal spring stretched at this point. The high threshold allegation could not be confirmed through testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to pacing threshold issues. The lead had threshold readings of 4.0 volts at 0.5 milliseconds during a routine patient follow-up. A replacement rv lead was implanted in the patient. No adverse patient effects were reported.